Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 19 mmol/l at the time of event. Customer¿s blood glucose level was 30 mmol/l at the time of call. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as headache. The customer was treated with correction bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that insulin pump passed the self test, displacement test and 5 unit fill cannula process. The device will not be returned for analysis.